Manufacturer narrative:
No battery out limit alarm or display anomaly noted. Unit had constant failed battery test alarm after battery was installed due to faulty battery tube. Was unable to test for the compromise force sensor alarm due to constant failed battery test alarm. Unit had minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump continued to instruct customer to rewind insulin pump during priming. Customer also received battery out limit alarm. Customer's blood glucose was 134 mg/dl. During troubleshooting, customer was advised to hold down the act button and customer received a compromised forced sensor alarm. Customer states drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.